Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise which resulted in inappropriate antitachycardia pacing and shocks. It was noted that the right atrial lead also exhibited noise. The device was reprogrammed. No further information regarding patient condition after the event but the patient will continue to be monitored.